Event description:
Device 3 of 3. Reference MFR report# 1627487-2014-01206, 01207. It was reported the pt has been unable to recharge the ipg for the past two months. He last charged 4 months ago. Reportedly, stimulation worked 6-7 months ago. The ipg could not communication with the external devices. Subsequently, an error message displayed on the pt programmer. The sjm rep planned to meet to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.